Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in a patient for the endovascular treatment of a 60mm thoracic zone 2<(>&<)>3 aortic aneurysm. It was reported that a CT exam performed approximately 5.5 years post index procedure showed a suspected type ia endoleak. Intervention was performed with the implantation of an unknown device proximally in zone 1. Final angiogram showed a type IV leak, but the procedure was completed. As per the physician, the cause of the event is anatomy related due to enlargement of the patient's vessels. No additional clinical sequelae were reported and the patient is fine.